Manufacturer narrative:
(B)(4), this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. A service history review determined that this device has not previously been serviced by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which overdelivered during patient use. The device had been programmed to deliver morphine to the patient over 8 hours, however the infusion was completed in 4-5 hours. The morphine bag was hung as a secondary bag. No patient injury or medical intervention was reported. No additional information is available at this time.